Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient states they observed leakage from PICC site. Not observed by staff. Patients oncology team contacted and as per cns PICC to be pulled. PICC removed intact and flushed with 0/9% nacl. Fracture observed in several places throughout line. PICC line removed. Datix form completed. Oncology team updated and nurse in charge informed. No other information was provided.